Event description:
Additional information received indicated noise and inappropriate mode switching was observed on the device.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the device was explanted and replaced due to premature battery depletion. The patient was in stable condition. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
The reported events of premature discharge of battery and noise were not confirmed. The device was received with normal telemetry and normal output. Functional tests were performed, including crosstalk did not identify any anomalies or functional issues. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. Feed through leak test was performed, indicating no sign of hermeticity breach. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. This device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.